Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with cracked keypad overlay and minor scratched lcd window. After battery installation unit gave an unexpected white display followed black horizontal lines due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the buttons and screen had crack. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.